Event description:
It was reported that the patient had an appointment on (B)(6) 2013 during which the morphine does was decreased to wean the patient off morphine. The healthcare provider (hcp) thought he made a programming error with the intrathecal baclofen concentration during the reprogramming because the patient became ¿a little more sleepy¿ on (B)(6) 2013 and was admitted to the hospital on (B)(6) 2013 (the day before the initial report was made) and given narcan, which the hcp thought the patient ¿may have responded to. The patient experienced somnolence and confusion with ¿normal¿ vital signs, no values were reported. The pharmacy confirmed the correct concentrations and it was noted that all of the programming was correct. The patient had been taking oral baclofen, which was noted to be the cause of the sedation and decreased tone. The device system was used to infuse baclofen and morphine. Additionalinformation has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).